Event description:
An ICD was implanted into patient. After dft test a "high voltage circuit damage" error was noted on the st. Jude programmer. The indwelling lead tested okay on initial testing but when high voltage was applied during defibrillation shock testing it caused a high voltage circuit error. The ICD was delivering the charge when the error occurred. The rep believes that the lead failed while testing. It was decided to replace the lead and the new device in case it was damaged during the testing. The initial energy level was at least 20 joules but needs to be confirmed. A new right ventricular lead and generator were inserted. The patient did well and there were no further consequences.====================== health professional's impression======================does not know.